Event description:
A report was received that the pt was explanted due to the recurrence of infection. The infection location is at the ipg pocket site tracking up to the incision site of the lead. The physician does not believe that the infection is device related, but that it was procedure related from the pt's previous pocket revision. The pt is being treated by long term antibiotics. The pt is reportedly doing well.